Event description:
It was reported that a spectrum pump failed downstream occlusion test with a result of 22 (pounds per square inch) . This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6) . The device was received for evaluation. During functional testing, 'failed downstream occlusion test 22psi' was not confirmed. The device was tested for downstream occlusion detection and passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the force sensor was found out of calibration and is a known contributor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.